Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a tubing separation. The patient was receiving an unspecified chemotherapeutic agent. After an unspecified time in use, the tubing separated from the backcheck valve. An unspecified amount of chemotherapeutic agent leaked. The solution that leaked was cleaned up according to the facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.